Event description:
It was reported that the device had an error code 1720. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection was performed, and the customer's problem was verified. Found that the back-up-capacitor had a broken wire causing alarm message to display error code. The back-up-capacitor was replaced to fix the issue.